Event description:
It was reported that during the anterior-posterior bicortical insertion for a total knee arthroplasty at the user facility, the ortholock ex pin broke at the threaded tip. It was reported that the procedure was completed successfully, with the use of navigation, and that the fragment of the pin was left in the patient's bone.

Manufacturer narrative:
The reported event was not confirmed as the product was not available for evaluation.